Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a disconnection at the male end of the smartsite valve. A "...lipid line was leaking around smart site that was connected to syringe." There was no pt harm or medical intervention reported. Although requested, no add'l pt/event details were provided.